Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Patient mother reported bg levels rose from normal range (100 mg/dl to 200 mg/dl), despite patient eating breakfast and receiving a correction with this pod. Ketones were tested and the results were negative. As treatment, a new pod was applied and a correction was delivered.